Event description:
A male patient's son contacted lifecor customer support to report that he noticed gel leaking out of the front therapy electrode of his father's lifevest. Patient stated that before he noticed the gel, the "check pad" alarms were going off. Support requested a download and the download revealed a gel release, but no events are associated with it. Support sent the patient a replacement electrode belt and garment.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The problem was confirmed. Upon further inspection, electrode belt had pins that were bent inside the connector. The root cause of the bent pins was excessive force applied to the connector during mating. The connector was forced into the monitor which defeated the connector keying mechanism and allowed the pins to misalign with the mating sockets. The bent pin caused the front therapy electrode to deploy its gel. The damaged electrode belt connector was replaced. No adverse event resulted from the bent pins. The patient received a replacement electrode belt.